Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
No medwatch form was received. The reported premature battery depletion was confirmed in the laboratory and was due to higher than normal current consumption. With a new battery attached, the device was tested on the bench and was found to be normal. No high current consumption was detected. The original battery was sent to the vendor for further evaluation and no battery anomalies that could lead to internal loading were detected. The cause of the premature battery depletion could not be determined.